Event description:
It was reported that during the implant procedure, there was loss of wireless telemetry. The device was opened and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis found failure of electrical discontinuity/open in the integrated circuit. Tried interrogating device wirelessly, while still in the unopened sterile packaging, on several different programmers and was unsuccessful.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.